Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that quality controls were within range, when the patient samples were run. The customer replaced the integrated multi-sensor tubing (imt). A siemens headquarters support center (hsc) specialist reviewed the data provided by the customer. The hsc indicated that the customer spun the sample for 6 minutes, which is shorter than the time recommended by the tube vendor. Siemens recommends that its customers follow the tube manufacturer recommendations for proper centrifugation times and speed. The cause of the discordant, falsely low sodium results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on two patient samples on a dimension xpand plus with hm instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting higher. The samples were sent to another facility, which confirmed the repeat results. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.